Event description:
A customer reported to siemens healthcare diagnostics that discordant sodium (na) and potassium (k) results were generated by the dimension vista 1500 immunoassay analyzer. Three out of four initial results were reported out of the laboratory. The attending physician(s) questioned the validity of the results. Patient result #1: initial result was noted and not released from the laboratory. A corrected result was issued. No adverse patient consequence was reported. Patient result #2: patient was admitted to the hospital however, no further retesting was performed for this patient. Patient result #3: patient was admitted to the hospital and a sample redrawn and tested the following day. Patient result #4: patient had a sample redrawn while still in the emergency room for unspecified treatment. The retested sample results were corrected and reported to the physician (s). There are no reports of any adverse patient events and there were no changes to any of the patients' care or treatment.

Manufacturer narrative:
A siemens field service engineer (fse) visited the facility and examined and tested the system. No visual anomalies were identified. The fse performed an initial precision test using 6 sample cups; the results were consistent and the standard deviation was within range. The fse then performed a precision test using pooled serum and the customers chemistry 8 panel; all results were consistent and within standard deviation. The fse performed a precision test of the same pooled serum and the customers' comprehensive metabolic panel (cmp); all results were consistent, however one potassium result was above range. The fse then ran the same cmp panel test using a different pooled serum sample and all the test results were consistent with the standard deviation within range. Accordingly; the cause of this event is related to pre-analytical sample handling. The instrument is performing within specifications. No further evaluation of the device is required.